Event description:
It was reported that during the implant procedure, it was not possible use the accuread tool to test the implanted lead as it was not possible to establish a connection. The lead was tested through the device, and all measurements were found to be good. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.